Event description:
Customer reported that the right panel has teeth that do not connect when the zipper is closed. Also, the corner zipper on one of the uprights has the pull tab missing, and the zipper tape is torn from the nylon material. The tear measures about 18 inches. No patient incident or injury was reported.

Manufacturer narrative:
Evaluation: results - evaluation of the returned product found that on the patient access of panel side a, the zipper slider body is open and the tape is frayed. Panel side c has an entire zipper missing and panel side d has a pull tab missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the patient's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).